Event description:
This patient was treated with three cypher stents in the rca and one cypher stent in the circumflex. The patient returned two weeks later and thrombus was found in all of the stents. The patient was intubated and given plavix and angiomax by bolus and drip. Dilation was performed with a 2.75 quantum balloon. This product is not available for testing and evaluation. Additional information has been requested, and will be submitted within 30 days upon receipt. It is also one of four products used in the same procedure that were submitted under the following manufacturing numbers 3003742446-2006-00567, 3003742446-2006-00568, and 3003742446-2006-00570.